Event description:
It was reported that the patient was in complete heart block. The device had never been checked post implant and was now at elective replacement indicator (eri), was not pacing and could not be interrogated. It was further reported that the right ventricular epicardial lead had high thresholds. The device and lead were inactivated and left implanted in the abdomen and will be removed at a later date. A new pectoral system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).